Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm and no blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they received a notification on the insulin pump that the battery was getting low, followed by which they replaced the battery with the new one, but the new battery also did not work. The customer tried with another battery, but still the issue was not resolved. The customer reported that they could not go past the bolus wizard or the manual bolus. The customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.